Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level 29 mg/dl resulting in customer losing consciousness. The cause of bg was due to customer increasing the basal rate from 1.5 units per hour to 2 units per hour. Customer was hospitalized and treated with intravenous sugar. Customer was released from the hospital with bg of 139 mg/dl, the issue resolved and no permanent damage the same day.